Event description:
Device diagnostic testing performed during generator replacement surgery resulted in high lead impedance reading. It was reported that prior to explant, three different lead tests of the original generator connected to the original lead were performed. The first resulted in high lead impedance (specific results unk). The second test resulted in ok impedance and the third test was high (specific results unk). Both the lead and generator were replaced. High lead impedance is an expected result when a generator has reached end of service; however, investigation to date has been unable to rule out a potential lead problem as the cause of the high lead impedance test result. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.

Event description:
The concomitant device (pulse generator) was also returned and analyzed. External visual inspection of the generator revealed no anomalies. Bench testing confirmed the unit would not interrogate. The generator can was opened and visual inspection of the module and battery revealed no anomalies. The battery voltage measure 1.68 volts in circuit. This voltage is below the 2.2 volt low battery operation indicated for the generator per electrical test specifications. The battery was removed and a power supply (adjusted to 2.2 volts) was inserted into the circuit. The serial number was restored and the module interrogated and programmed properly. The caged module met electrical test specifications. The generator was found to be a end of service based on the battery voltae of 1.68 volts. The high lead impedance condition was most likely a result of generator end of service.

Event description:
External visual inspection found that the outer silicone tubing had abraded opening in it. Close examination found that the areas had signs of wear. The abraded openinigs most likely occurred as a result of the wear to the outer silicone tubing. Dried body fluid was also observed inside the outer tubing. External visual inspection fround that the coils were spiralled and appeared to be stretched along at 35mm length of the lead. Other conditions of the lead were consistent with conditions that exist following the explant procedure.

Event description:
A portion of the lead assembly was returned to MFR for analysis (electrode portion was not returned). The report of high lead impedance was not confirmed via analysis of the portion of the device that was returned. No anomalies were noted during visual inspection. Electrical testing did not reveal any discontinuities in the portion of the lead assembly that was returned for analysis. The condition of the lead portion returned was consistent with conditions that typically exist following an explant procedure.